Manufacturer narrative:
The follow-up report is being filed to relay blood test results which were unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions.", number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 4 of 4 mdrs filed for this event (reference 1825034-2013-02803 / 02806). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty. Review of invoice history confirms total hip procedure was performed (B)(6) 2011. Legal counsel for patient reports revision procedure was performed (B)(6) 2013 due to patient allegations of pain, discomfort, inflammation, soreness, dysfunction, loss of range of motion, tissue/bone destruction, elevated metal ion levels, metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's operative notes reports atrophied abductor mechanism, purulent fluid, a loose acetabular component, bone loss, and necrotic and slimy tissues in the inter space membrane were observed. The femoral component was well fixed and was left implanted. The cup and head were removed and replaced.

Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty. Review of invoice history confirms total hip procedure was performed (B)(6) 2011. Legal counsel for patient reports revision procedure was performed (B)(6) 2013, due to patient allegations of pain, discomfort, inflammation, soreness, dysfuncion, loss of range of motion, tissue/bone destruction, elevated metal ion levels, metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.